Event description:
It was reported that the blade jammed halfway through firing, the front mouth of the gun body cannot be opened, it can only be destroyed by force. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. (B)(6) an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.